Event description:
Both ears were drilled out to skull and illegal wires and some type of electricity device installed up toward rptr's skull and some type of open and shut off clamp around stomach lining during 11 day illegal surgery in hosp. Inflatable hernia stomach mesh 2 yrs later in another hosp. Stomach lining power pack is hitting rptr in the heart, lungs and different areas. Rptr has written the federal court house. According to rptr people are some quacks and using rptr for some type of medical experiment.

Event description:
Add'l info rec'd from rptr 5/9/02: rptr has verfified by the dr two huge holes seen from each ear canal into skull; there is a metalic device up there burning skull, eyes, ears and nose. Rptr is having terrible pain. Rptr has identified several marble sized round balls in throat back and various parts of body. Most of this was put in at hosp by dr illegally. Rptr was unconcious 9 to 11 days chained to a table.